Event description:
A customer obtained erroneously low free t4 results for numerous patients. The results were reported out of the lab. Upon re-run on a different instrument free t4 results were in a different clinical reference range. Amended reports were sent. The customer was not made aware of any injury or change to patient treatment associated with this event.

Manufacturer narrative:
Customer reported multiple failing level ii qc on the day of event. A review of the archive file also showed failing level ii qc on previous day. Customer also received multiple quantity not sufficient (qns) result flags, and "ultrasonic level sense" error messages were noted on the event log. A field service engineer (fse) was dispatched: the fse conducted pipettor verification, and carryover test which failed several times for reagent pipettors. The fse performed alignments for reagent and sample probes. The fse performed a preventive maintenance (pm). The fse replaced the reagent pipettor tips and performed full ultrasonic voltage adjustments for all four pipettors. The fse verified repair per established procedures and results meet published performance specifications. On recur, results to pivotal assays could be affected which could result in treatment being initiated or withheld. Hardware is the root cause for this event.